Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record(s) identified no discrepancies related to the reported event were found. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, d4, g3, g6, h2, h3, h4, h6 and h10.

Event description:
No further event information is available at the time of this report.

Event description:
It is reported that over the last year, the patient has been experiencing problems in their face and jaw. The patient alleges that their jaw is shifting, and their face is very swollen and in pain all the time. The patient has had other unknown medical issues as well. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: consumer: patient. D10: medical products: item# 24-6555, lot# 377460a; tmj 55mm rt standard mand comp; item# 24-6560, lot# 381300c; tmj med rt fossa comp; item# 24-6556, lot# 378310a; tmj 55mm lft standard mand comp; item# 24-6561, lot# 362020a; tmj med lft fossa comp. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00396, 0001032347-2023-00397, 0001032347-2023-00398, 0001032347-2023-00399.